Event description:
While performing a colonscopy, there was interference on the sony video equippment whenever the foot pedal of the meditron electrosurgical unit (esu) was depressed. While trying to remove the first polyp, a bard snare was being used. After checking the equip., the surgeon switched on to an olympus forceps and the procedure was continue. While trying to remove the second polyp, the esu shut down. The equip was again checked and when the esu came back on, the procedure was again continued. The procedure was completed without complications and two additional polyps were removed. However, approx. 16 hours later, the pt returned to the hospital where he was treated for perforation of the bowel. He remained in the hospital for five days and is reported to be doing fine... The esu and the forceps were eveluated by ecri and no problems were found. The snare wasn't evaluated because it was disposable. They have been unable to determine the cause of the perforation.